Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became damaged when trying to close the pocket. A new ra lead was placed. The patient received an identification card with the incorrect, original ra lead serial number. No patient complications have been reported as a result of this event.